Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device was not returned, the root cause of the phenomenon was unable to be identified. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the monitor was getting power but failed to respond. Tac mentioned to the customer that the unit will need to be sent in for repair. Per the customer¿s request, tac sent the price book for the repair and transferred the call to the repair center. The customer requested an advance replacement. The customer was shipped a replacement device in advance and the damaged core unit was to be returned at later date. There was no allegation against the replacement unit. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor shuts off after being on for ten minutes. The unit overheats and the back becomes hot. Furthermore, the device becomes non-responsive but operates after cooling off. However, the led power light turns on. The event occurred during an unknown diagnostic procedure. The procedure was completed using the same set of equipment. There was no patient harm or user injury reported due to the event.